Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading was over 600 mg/dl. The customer stated that she treated with the insulin pump and her glucose reading continued being high. The customer stated that she did not check her blood glucose before bedtime and when she woke up in the middle of the night she started to vomit all night long. Then the customer was taken to the hospital. Troubleshooting was performed. The customer changes the infusion sets every three days. The alarm history revealed several low reservoir alarms. The customer also stated that the infusion set was removed and found that the cannula was bent. Ran a fixed prime and the insulin exited. Performed a high pressure test and the device passed the test. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.